Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net review of the transmission revealed competitive pacing due to inappropriate programming. No intervention or patient symptoms were reported.